Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-03-12 mpxr 11173 (con) information was received from a health care regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient had pain in the pocket and a pocket revision was performed. No further complications noted or anticipated.